Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the physician noticed that the most proximal part of the ruby coil pusher assembly was kinked. The physician then confirmed with the technologist that the kinked pusher assembly was found upon removal of the ruby coil from its packaging. Therefore, the ruby coil was not used for the procedure. The procedure was successfully completed using a new ruby coil.